Event description:
It was reported that a surging sensation was felt while the patient was sitting and that stimulation occurred randomly. This occurred when no recent movements and no recent patient programmer changes had been made. It happened approximately 4 times. Manufacturer's representative was meeting with the patient on the day of report for general checkup and "tweaking" of device parameters, and after the appointment, the patient experienced this event again while he was sitting behind the wheel of his car waiting for ac to cool the car down. However, it apparently stopped surging when the patient walked back up to the office to tell the manufacturer's representative. It was reported that the patient did not sync with the patient programmer to assess voltage and position being detected when this type of event occurred. Patient was going to keep a diary of when it happens, if it happens again. It was also reported that the patient's lying back was less than their upright. The patient had same upright and upright mobile values programmed as well. When the patient had the event on the day of report, he was sitting for a little while first and then experienced the increase in stimulation, so it was reported that it wasn't the case that it was in mobile mode waiting for transition time of 2 minutes. It was suspected that the event could be in correlation with starting the car. Reporter was not sure what type of car the patient had or if the patient had a hybrid car. Reporter indicated that patient may have been parked next to a magnetic resonance imaging (MRI) machine that was on a remote truck at the facility in the parking lot. When the patient walked away from the area, the stimulation stopped. It was reported that the lead was in standard thoracic placement and that impedances were "great." The patient used the stimulator "a lot," and therapy was reported to be "really good."

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer. (B)(4)